Event description:
It was reported that images on the exam room live monitor were flickering. This issue may result in a degraded image quality that can prevent completion of an exam. No pt injury or death reported.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last three years. Reference MDR 9611343-2011-00001. A ge healthcare field service engineer performed an on-site evaluation and determined that the flickering image was due to a faulty vic board (video interface card - a15). The board was replaced and corrected the reported issue. Ge healthcare conducted a trending investigation for the "flickering image" failure mode on ge healthcare advantx and innova systems. The root causes were various component failures, including but not limited to the camera cable, ii hv (image intensifier high voltage) power supply, x-ray tube and monitor failures. There was no single major contributor identified. No further actions are planned at this time.